Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) describe event or problem - additional, describe event or problem - correction to remove statement "data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue." Device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no physical damage was observed. The receiver was stuck on the initializing screen, shutdown and re-initialized continuously. An interior inspection was performed and the inspection passed. Due to the device perpetually rebooting, the reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.